Event description:
Hosp advised that a pt was in the operating room, undergoing IV sedation. This was being administered by the anesthesiologist. The pt indicated the pt was feeling pain, so additional drug was added to the IV, however this did not seem to address the pt's discomfort. Anesthesiologist then gave the pt local sedation to address the pt's pain. When the drape was lifted from the pt later, it was noted that the sheet was very wet, and that the sedative had leaked. They observed that the heparin lock was not locked onto the luer of the set.